Event description:
During slewing of the bedside pt monitor (drager sc7000) the complete holder and monitor fell down directly beside the pt bed. Obviously there existed a high risk for the pt and it was fortune that the event had no serious consequences. With this identical product comparable events occurred repeatedly in the same hospital within short time. Drager medical (B)(4) is the company which sells this holder for pt monitors. (B)(4).

Manufacturer narrative:
The versamount holder was sent to the lubeck repair center and the reported issue was confirmed. A physical inspection of the material was performed and determined that a sharp edge of the mount was observed and small material thickness fracture caused cracking of the material. Furthermore, an imperfect adjustment of the brace foot or not stable wall construction induced the start of the crack which overtime led to the occurrence reported in this complaint. This holder was manufactured in 2009. An improvement to the versamount design was implemented in 2011. The label of the versamount indicates max weight 261bs (12kg). It was verified that the weight of the docked monitor and equipment was below this limit. So in general this holder is used within its specification if used with the drager sc7000 monitor. Beside one similar event in 2010 MDR 1220063-2010-00046, this is the only reported event. The resulting risk level is low due to the low probability of occurrence (0 04%) and the low probability that an occurrence of this failure would result in injury following the instructions provided with the versamount arm in regards to placement will reduce the likelihood that a failure will occur. In general monitors should not be placed above persons due to the handling risk during docking and undocking.

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.